Event description:
On 9/26/05, the patient received a revision due to multiple inappropriate shocks caused by noise on the rv (right ventricular) channel. When the pocket was opened, the rv lead pulled out of the header without unscrewing the setscrew. The lead was tested and put back in the device. In sept, 2006, the patient presented due to the patient alert sounding. Impedance was greater than 2500 ohms, and there was noise on the rv channel with isometrics. X-ray showed that the rv pin was not extended to the end of the header. On 10/11/06, the device was explanted and replaced because the physician felt the header/setscrew were defective. No patient complications were reported as a result of this event. Defective.